Event description:
On (B)(6) 2013, the patient contacted animas for assistance in adjusting her basal rates, and upon review of the basal rates it was discovered that some of the basal rates were set to 0.0 units. Customer technical support (cts) explained to the patient that at the times where the basal rates are set to 0, she is not receiving any insulin. The patient admitted that she somehow messed up her rates and is unsure what they should be. The patient noted that on (B)(6) 2013 her bg was elevated to 525 mg/dl with no signs or symptoms of hyperglycemia. The patient stated that on (B)(6) 2013 her bg was down to 338 mg/dl also with no signs or symptoms. The patient stated that she has been correcting elevated bgs with boluses. Since the patient was unsure what her basal rates should be, cts advised the patient to come off the pump and implement a back-up plan until she could speak with her hcp regarding appropriate basal rates. There is no indication or allegation of a pump malfunction. However, this complaint is being reported because the patient reportedly experienced hyperglycemia related to use error of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the daily insulin delivery totals appeared inconsistent due to a time/date issue. There was no data in black box or download histories from time of the reported low blood glucoses (bg) due to continued use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The issue was not able to be confirmed or duplicated due to the information relating to the complaint has been overwritten.